Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set line was occluded during the lipid infusion. The following information was provided by the initial reporter: "upon arrival to shift, I was notified by the day shift nurse that the lipids had been stopped during the day due to them repeatedly alarming occluded, and that I was to re-start them tonight . When I re-started the lipids (with new bag and new tubing) at 2150, they alarmed occluded again. I flushed the line, checked blood return, and re-started them. They continued to alarm occluded for a few minutes and then randomly when I re-started them one time they didn't alarm any more. In the morning, around 0440 they started to alarm again. I tried to repeat the things I did at 2150 to get them to infuse but they continued to alarm. I notified our provider of the issue and he said to discontinue the lipids."

Manufacturer narrative:
H6: investigation summary : no product or photo was returned by the customer. It was reported by the customer that they experienced alarms repeatedly for occlusion could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010453 and lot number 21085579 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set line was occluded during the lipid infusion. The following information was provided by the initial reporter: "upon arrival to shift, I was notified by the day shift nurse that the lipids had been stopped during the day due to them repeatedly alarming occluded, and that I was to re-start them tonight . When I re-started the lipids (with new bag and new tubing) at 2150, they alarmed occluded again. I flushed the line, checked blood return, and re-started them. They continued to alarm occluded for a few minutes and then randomly when I re-started them one time they didn't alarm any more. In the morning, around 0440 they started to alarm again. I tried to repeat the things I did at 2150 to get them to infuse but they continued to alarm. I notified our provider of the issue and he said to discontinue the lipids."

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set line was occluded during the lipid infusion. The following information was provided by the initial reporter: "upon arrival to shift, I was notified by the day shift nurse that the lipids had been stopped during the day due to them repeatedly alarming occluded, and that I was to re-start them tonight . When I re-started the lipids (with new bag and new tubing) at 2150, they alarmed occluded again. I flushed the line, checked blood return, and re-started them. They continued to alarm occluded for a few minutes and then randomly when I re-started them one time they didn't alarm any more. In the morning, around 0440 they started to alarm again. I tried to repeat the things I did at 2150 to get them to infuse but they continued to alarm. I notified our provider of the issue and he said to discontinue the lipids."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-jan-2023. H6: investigation summary one used sample (model # 10010453) was returned by the customer for investigation. It was reported by the customer that they experienced alarms repeatedly for occlusion. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sets arrived with lipids throughout the tubing, in the filter and past the filter. No excess solvent was seen at the ports of the filter. The sets were flushed with water to remove lipids and then primed with 85% glycerin / 15% water solution. An infusion run was performed using an alaris pump at a rate of 2.5 ml/hr for about 21hrs. No occlusion was observed. The occlusion alarm on pump could not be replicated. A device history record review for model 10010453 and lot number 21085579 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause of this complaint could not be definitively determined because the issue could not be replicated. H3 other text : see h10